Event description:
It was reported that the patient underwent an ipg and lead explant. The patient was reportedly doing well after the explant.

Manufacturer narrative:
Patient's weight not available. Device was not returned for analysis. Additional suspect device components involved in the event: model: sc-2108-50m. Description: linear lead, 50 cm (phase ii). Model: sc-2108-50m. Description: linear lead, 50 cm (phase ii). A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.